Event description:
It was reported that the patient's device suddenly stopped functioning. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Device testing revealed no lock between the implanted device and the external equipment. Device revision surgery will be scheduled.